Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, the ventilator powered on without keypress activation when the device was connected to ac power. The device's system board was replaced to address the issue.